Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had broke the belt clip of her insulin pump and was trying to replace it. At the time of reporting the customer's blood glucose was 49mg/dl. She stated that her low blood glucose level was due to the respiratory infection she'd been suffering for the past few days. She was advised that her belt clip would be replaced. No equipment was returned. No additional information was reported.